Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to the site to test the equipment. Testing found that the interface (umbilical) cable was faulty and as a result was replaced. The imaging system then passed the system checkout and was found to be fully functional. The interface (umbilical) cable was returned to the manufacturer for analysis. Testing found that the interface (umbilical) cable failed bench testing due to a broken cable wire on the lemo side. This confirmed an electrical failure due to a damaged connector. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while in a spinal fusion, the imaging system went into stand alone mode without prompt from the operator. After restarting the system and resetting the interface (umbilical) cable. The system operated as designed. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.